Manufacturer narrative:
On august 23rd, the user responded to dario's email stating that dario's bg readings are 200 mg/dl more than the bg readings that she received from her other non-dario meters. The user also stated that she performed the control solution test and received a reading of 344 mg/dl for both levels 1 and level 2. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On august 22nd, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a bg reading of over 300 mg/dl from her dario meter compared to bg readings of 103 mg/dl and 100 mg/dl from her other two non-dario meters. Due to the above, the user performed a control solution test and received a reading of 344 mg/dl using her dario meter.